Event description:
On (B)(6) 2013, the reporter contacted animas alleging an intermittent power issue. The reporter stated that the battery cap kept falling out causing the pump to shut off. This complaint is being reported because the issue remained unresolved and troubleshooting could not be completed. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.